Event description:
This report is for one (1) dhs/dcs lag screw 12.7mm thread/105mm.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the complaint device dhs/dcs- screw was returned to cq west chester for investigation. Upon visual inspection, no issues were identified on the screw pertaining to the complaint condition. Functional test: a functional test could not be performed as the dhs screws was not returned with dhs plate to evaluate the complaint condition. Unable to perform functional test to evaluate complaint condition. Dimensional inspection: according to dhs/dcs screw ø 12.5mm x l, (manufactured), measured dimension: diameter of the screw shaft: 7conforming document/specification review: based on the date of manufacture, the drawings released during the manufacturing period and current period was reviewed: the complaint condition cannot be confirmed during physical device investigation. Conclusion: the dhs/dcs screw was received at cq without the dhs/dcs plate to evaluate the complaint condition, hence the complaint condition could not be confirmed. A definitive assignable root cause could not be determined from the available information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part: 280.050. Lot: l817522. Manufacturing site: balsthal. Release to warehouse date: 12 april 2018. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown dhs/dcs screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that there was a problem with the sliding of the barrel of the plate along the body of the cephalic screw occurred. Surgeon has to install the cephalic screw on a screw holder provided with a threaded end (connection key) and then can slide the plate in advance and which is supposed to guide the barrel of the plate on the screw. However when screwing in the cervical screw with this instrument, the tip of the screw tends to flare slightly (this can hardly be seen with the naked eye), especially in patients with hard bone, even if the bit is correctly and securely assembled in the screw head. Then while trying to slide the barrel, it does not pass any more because of very slight widening. This problem led to several installation failures. The surgeon had to change the cephalic screw to complete the procedure. No further information provided. This report is for unknown dhs/dcs screws this is report 2 of 3 for complaint (B)(4).